Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device was kept running for four days, such that the front panel black out sometimes and the front panel was flickering sometimes were not confirmed by engineer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center front panel sometimes flashes and the screen is black. The potential adverse event issue was found during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the of no image being displayed and abnormal lighting on the front panel due to system malfunction could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.